Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  A taperloc stem was returned and evaluated against the complaint. Visual inspection found the stem to be in good overall condition. No obvious signs of damage or misuse were observed. There is a small amount of foreign material affixed to the porous coating of the stem. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. A gap check and graticule check was performed and determined to be within the print specifications. Complaint sample was evaluated and the reported event was not confirmed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the stem was impacted but would not go deeper to the level of the broach and sat proud. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.